Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during the afib - paroxysmal procedure it was reported carto 3 had a system error 8 (pacing routing disabled) and lost of the body surface ECG's on both the carto 3 and the ep recording systems when ablation was stopped. Additional information was provided stating that during ablation the signal loss occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. The signal loss occurred on both carto and the ep recording systems at the same time. Issue was resolved after the cable replacement and system reboot. The procedure was completed successfully without patient's consequence. After evaluation it was determined the issue was due to a defective reprocessed map catheter extension cable. Replacement of the cable and piu reboot resolved the issue. System was operational. DHR review was performed. No anomalies were noted in manufacturing or service. Customer complaint was confirmed.

Event description:
During the afib - paroxysmal procedure it was reported carto 3 had a system error 8 (pacing routing disabled) and lost of the body surface ECG's on both the carto 3 and the ep recording systems when ablation was stopped. Additional information was provided stating that during ablation the signal loss occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. The signal loss occurred on both carto and the ep recording systems at the same time. Issue was resolved after the cable replacement and system reboot. The procedure was completed successfully without patient's consequence.